Event description:
It was reported that the patient reported pain around the implant site of the implant in (B) (6) 2005. In (B) (6) 2007, he reported tingling on the side of the implant and asked for it to be removed. Revision surgery was scheduled for (B) (6) 2008, but was postponed for unknown reasons. Patient was seen again by the surgeon on (B) (6) 2008 and is scheduled for revision surgery on (B) (6) 2008. Channels 11 and 12 show high impedances, all other electrode channels are ok.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.